Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the narrow, moderately calcified, de novo, mid marginal vessel artery the 2.5 x 12 mm mini vision stent delivery system (sds) was being advanced when the guide wire was moved out of position. The sds was removed, to re-position the guide wire but the sds met resistance at the rotating hemostasis valve (rhv) and became stuck. After removal of the sds, the stent implant was noted to be crumbled. A different mini vision sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI #): (B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position was not confirmed. The reported crushed stent was not confirmed as the stent was not returned. The reported difficult to remove could not be tested as it was based on operational circumstances. The reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received reporting that the stent dislodged after it became stuck in the rotating hemostatic valve (rhv).